Event description:
It was reported that low impedance was picked up in clinic. X-rays were received and a twist in the lead at the connector pin site was noted and the possible cause of the low impedance. No patient information is known at this time. Information was also received that the patient had normal impedance and that diagnostics in different positions was not attempted, and seizures have not changed. It was stated that the patient does not feel vns has been effective in any way but does not want it turned off and is no experiencing any discomfort. Ap chest x-ray and lateral neck x-ray images were received and reviewed. The generator placement was determined to be normal in the left chest. Based on the scope of the image, the feedthrough wires were intact, however the pin¿s insertion in the connector pin could not be assessed due to the angle and quality of the image. The lead was visualized in the chest and neck. Two tie downs were observed but were not placed per labelling as no strain relief or loop are present. The lead does not appear to be behind the generator. The lead was assessed for fractures and no gross fractures or discontinuities were noted. A sharp angle was observed in the portion of the lead near the connector pin, and while the resolution is poor, it appears that the lead is twisted. It is unable to be assessed if the lead wires are intact at the connector pin due to the quality of the image. Based on the x-rays received, the cause of the low impedance is due to the twisted portion of the lead. Note that the presence of problems in obscured portions of the lead and microfractures cannot be ruled out. No additional relevant information has been received to date.